Event description:
A report received from the USA stated an 840 ventilator experienced an "oxygen (o2) cell out of range" alert while being used on a patient. There was no report of patient injury due to the event. The date of the event is unknown. No additional information was provided.

Manufacturer narrative:
The covidien technical support services representative assisted the customer with troubleshooting the ventilator via phone. The customer reportedly replaced the o2 sensor. (B)(4).